Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. Identification of issue has been done by analyzing problem description and attached photos. There was no patient involvement. According to technician statement the pressure transducer printed circuit board was found defectie and it is necessary to replace it to resolve the issue. The issue was decided to be reported based on available information as defective pressure transducer printed circuit board may lead to high pressure. In order to conduct further analysis of the case, more detailed information is required. Unfortunately, neither the device log nor the claimed part were available for further analyze. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).